Event description:
Information was received from a patient regarding an implantable neurostimulator (ins). The reason for call was patient reported that they have been having issues with their patient programmer. Patient stated that they rarely touch or use their patient programmer or settings; patient followed up saying that they prefer to use their recharger and belt. Patient noted that last week they started to have issues with their patient programmer and were having pain in their back. Patient mentioned that their group switched to c and that they never change their groups so they do not know how that happened. When asked for an event date; patient reported that they noticed the issue 3 days ago. Agent reviewed how to change groups with patient and told the patient to monitor the issue and call back if the issue persists. Patient called back and repeated that one time they were in severe pain and they saw that they had switched to group c somehow when they only ever use group b, and once they switched back to group b they felt their pain go away right away. Patient noted that their routine is every night they sit down and recharge the implant, and then they sync to the programmer. Patient stated they're not sure why they sync to the programmer and only do it because they thought they were missing something. Agent reviewed information and device function.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. Patient repeated information regarding how they had an incident where they had a return of pain and checked with the programmer and saw their stimulation was on group c . Agent reviewed with caller that the group can not change on its own, and caller stated they have no doubt they inadvertently changed the setting when they were messing with it.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.